Event description:
The event was reported to vascutek as follows: blood leak from aortic vent needle hole. Suggested to doctor to wrap with patients own tissue. Doctor explanted and replaced with competitors graft.

Manufacturer narrative:
(B)(4). Surgeon punctured graft to de-airate during procedure, IFU recommend round body taper point needles to prevent damage to structure however no information provided on needled used. Vascutek has requested representative contact surgeons several times for further information however they have been unsuccessful in obtaining any further details regarding this case therefore vascutek do not expect to receive any further information. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time. Vascutek now considers this complaint closed.